Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® tapered implant 4 x 8.5mm (nt485) was returned for investigation. Visual inspection of the as returned product identified wear about the implant threads, and the mount is confirmed to be chipped on one side. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the doctor noticed that the implant had a chip and fracture during surgery. They placed another implant. The reported event is confirmed following inspection of the returned product. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number : (B)(4).

Event description:
It was reported that the doctor noticed a fracture on the implant during surgery. Another implant was use to complete the procedure.